Event description:
It was reported that during the procedure, the right ventricular (rv) lead exhibited loss of capture due to high capture threshold. Furthermore, the right ventricular lead impedance was varied. The right ventricular lead was replaced and the procedure continued with the new lead on (B)(6) 2022. No patient consequences reported throughout the procedure.